Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd pegasus¿ plus bd q-syte¿ catheter has been found containing foreign matter before use. The following has been provided by the initial reporter: it's noticed that black foreign matter on the ext. Tubing.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9021620. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Evaluation of the submitted device was able to locate the reported foreign material. Black dot foreign matter was found on the extension tubing surface and can be removed by wiping it away. A review of the manufacturing line was unable to locate a likely source for this material preventing the root cause for this complaint from being determined at the conclusion of our review.

Event description:
It has been reported that one bd pegasus¿ plus bd q-syte¿ catheter has been found containing foreign matter before use. The following has been provided by the initial reporter: it's noticed that black foreign matter on the ext. Tubing.